Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown synthes 4.5mm dcp, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was explanted if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, redfern, d.j., et al., (2004). Fractures of the distal tibia: minimally invasive plate osteosynthesis. Injury, int. J. Care injured 2004,35(615-20). This study consists of a review of patients treated by minimally invasive plate osteosynthesis (mipo) for unstable fractures of the distal tibia in a hospital, between 1998 and 2001. Twenty-two patients were identified, of whom 20 had follow-up available. Their mean age was 38.3 years (range: 17-71 years). There were 18 males and 4 females. Reduction techniques employed included the use of manual traction, the ao femoral distracter, the ao articulated fracture distractor, and direct reduction with fracture reduction forceps across the fracture. A pre-measured and pre-contoured narrow 4.5mm dcp (dynamic compression plate) was then positioned. Patient 9, (B)(6), who experienced metalwork discomfort and had it removed. A copy of the journal article is being submitted with this medwatch. This is report 3 of 6 for (B)(4). This report is for an unknown synthes 4.5mm dcp and refers to metalwork discomfort which required explant of the device.